Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and during testing the device immediately went into a ventilator inoperable condition due. Motor shutdown errors were observed. CAPA 2548468 was initiated to further investigate.